Event description:
Lap chole - "beginning clip misfired. Clips were not closing completely. Spitting clips, clips legs crossed." Pt status: ok.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.